Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was noted to be in 3 large and 3 small pieces, making further evaluation of the lens impossible.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments.